Event description:
This report is being filed to provide additional information. The patient was pregnant during the rise in impedances, but now, information was received that indicated the patient has given birth and the impedances have already started to decrease. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
3191 code was used to denote defibrillation threshold testing.

Event description:
Additional information was received that further testing of the lead was performed due to chronically high shock lead impedances. This included defibrillation threshold (dft) testing that resulted the actual delivered impedance values measuring 106 ohms. Other non-invasive programmed stimulation testing resulted in a large range from 175 ohms before the commanded shock, and 140 ohms post shock. The lead remains in-service, and the physician was discussing a plan of action. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedances. At implant, the shock impedances were 65 ohms and they have gradually risen to values greater than 130 ohms. Boston scientific technical services (ts) discussed that it appears there may be calcification around the coil and when values become greater than 145 ohms, further testing may be needed. At this time, the rv lead remains in service and there have been no adverse patient effects reported. Further information was received that the patient was pregnant during the rise in impedances, but now, information was received that indicated the patient has given birth and the impedances have already started to decrease. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that further testing of the lead was performed due to chronically high shock lead impedances. This included defibrillation threshold (dft) testing that resulted the actual delivered impedance values measuring 106 ohms. Other non-invasive programmed stimulation testing resulted in a large range from 175 ohms before the commanded shock, and 140 ohms post shock. The lead remains in-service, and the physician was discussing a plan of action. No adverse patient effects were reported. Further information was received that during a generator changeout procedure, dft was performed and this lead failed to convert the rhythm in one of the attempts during the test. Shock impedance measurements measured 111 ohms. The physician opted to leave this lead implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedances. At implant, the shock impedances were 65 ohms and they have gradually risen to values greater than 130 ohms. Boston scientific technical services (ts) discussed that it appears there may be calcification around the coil and when values become greater than 145 ohms, further testing may be needed. At this time, the rv lead remains in service and there have been no adverse patient effects reported.